Event description:
It was reported that the stent failed to deploy, an eluvia drug-eluting vascular stent system was selected for use to treat stenosis in the superficial femoral artery (sfa). The eluvia was advanced to the target lesion, which overlapped an unknown previously placed stent. When deployment was attempted, the stent would not unfold, and the previously placed stent fractured. The eluvia was exchanged with another to complete the procedure, and the fractured stent was covered. The procedure was completed normally, and there were no patient complications. However, device analysis revealed the stent had partially deployed.

Manufacturer narrative:
Device analysis: the device was received with the stent partially deployed on the delivery system, confirming the event. The stent was noted to be undamaged. The sheath of the device was found to be kinked and buckled. No other issues were found with the device. The unreported sheath kinking and buckling noted during device analysis most probably occurred due to excessive force being applied when attempting to deploy the stent.